Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken plug strap, crease flat and green mold in the surface of the shell. Leak test was performed and not found openings in the device. A microscopic analysis was performed which identify broken striated in the plug strap. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: -a broken striated in the plug strap assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "possible leaking implant" and "particles in valve". Device has been explanted and replaced.